Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) glucose readings to the ilet while the g7 app continued to display values, after the user had toggled the settings and initiated re-pairing; readings subsequently returned to the pump during the call. No adverse clinical symptoms reported. Outcomes included no medical intervention or health impact reported. User support included customer troubleshooting and education, review of device alerts, and confirmation of correct sensor code with successful reconnection. Investigation of this case revealed a transient communication issue between the cgm and the ilet without active alerts, which resolved after re-pairing, consistent with intermittent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was user interface or communication synchronization that resolved with standard reconnection steps.